Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd pump tubing was defective. Epidural was not being administered because of a manufacturing defect causing pain to the patient. Lot number is unknown. No patient injury was reported.